Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to verify battery cap damage due to unit received with no original battery cap.

Event description:
Customer's mom reported via phone call that the product was return for an unknown reason. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.